Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the sensor insertion site started bleeding during sensor insertion. The patient went to the endocrinologist on (B)(6) 2017. It was indicated that the patient inserted the sensor on a capillary which caused a hematoma. At the time of contact, the patient was doing okay. The patient did not wish to provide further event details. No additional patient information is available.